Event description:
Patient reported the dr's thought the medtronic catheter was crossing over the boston scientific lead implanted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).